Manufacturer narrative:
A review of the service report indicates the customer reported ac power failure and that I/a was not working. The customer called to cancel the service request. The customer called again to report vacuum issues. The company representative examined the system and no problems were found. All vacuum readings were within specifications. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log for the date of (B)(6) 2013, the date of surgery, revealed that system message (sm) - [ac power lost] displayed. The customer stated the system was unplugged from the power source. A review of complaints for the last 24 months did indicate 1 similar report for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A materials manager reported they had an ac power failure during a cataract extraction with intraocular lens implant. The system was unplugged from the wall, the irrigation/aspiration function was not working, and the system was not suctioning. Surgery was completed using the same system. There was no harm to the pt.